Event description:
A nurse from the hospital called to report the customer was in the emergency room for high bgs. The customer stated that the device was not working correctly. Customer was released and performed troubleshooting. Device tested ok. The customer had an infection at the site and most likely it was the reason for their hospitalization as the customer was not getting any insulin. Also it was stated that the customer was legally blind and could not read the letters or the dates on the pump.